Manufacturer narrative:
On 07/17/2017, tandem technical support reviewed the pump data and found that the user suspended insulin delivery twice (for 1 hour and then 2 hours) during the day of the report. A valid resume pump alarm had occurred due to the insulin suspensions. Multiple attempts were made to contact the customer to discuss the pump data findings and to obtain more information. However, the customer did not reply to the requests. No additional information was received. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 426 mg/dl and a small level of ketones were present. The customer disconnected from the pump and reverted to using insulin injections to address the high bg. The cause of the high bg was not known. As the event had occurred in the past, tandem technical support advised the customer to discuss the high bg with a healthcare provider.